Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted into the left axillary/subclavian artery in a 81-year-old male patient presenting in society for cardiovascular angiography & interventions (scai) a shock, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). During the procedure, the impella was placed per best practices percutaneously through the left axillary artery. Upon removal of the peel-away sheath, there was difficulty gaining closure at the site. The site was pre-closed with perclose x 2 , which were deployed successfully without full hemostasis. A balloon was advanced via the existing access; however hemostasis was still not achieved with tamponade. Protamine was given. A decision was made to place two covered stents into the left axillary/subclavian artery. Hemostasis was achieved with the covered stents and verified by fluoroscopy. Upon removal of the sterile drape, a small hematoma was noted at the left chest site. The patient left the cath lab in stable condition. It was noted that the patient was on anticoagulants and antiplatelets for the procedure. The post-procedure outcome is survived at explant. The impella functioned as intended during the pci. Bleeding is a known risk due to the impella's anticoagulation and purge requirements.